Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported that the patient had his pump refilled on (B)(6) 2016 and called his nurse yesterday in colorado that he is having pain at the injection site in the front/abdomen area when he boluses. Per the reporter the patient has never had this type of pain. The healthcare provider was concerned with pump malfunction or other issues. The healthcare provider was requesting a manufacturer representative in the patient¿s area that could call or meet with the patient. On (B)(6) 2016, additional information received reported it was unknown if it was a pump malfunction, ptm issue or abdominal pain due to withdrawal. The patient had been having abdominal pain this week. The patient had been using their ptm for the last week. It was unknown what troubleshooting or interventions were performed and the issue was not resolved. The patient was following up with the physician on (B)(6) 2016 and a company representative planned to be at the appointment. On (B)(4) 2016, additional information was received that per the physician¿s office, the physician wanted the patient to come in; however, the patient couldn¿t be seen until next week due to physician and workman¿s comp issues. On 2016-dec-20 additional information was received that reported patient was having increased pain at the injection site. Per the reporter the patient was seen last week and it was unknown what was done at that visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.